Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the dressing was applied with 4x4s and v-cut tegaderms, but the sheath had been taped down to skin level while the physician was out of the room and blood started oozing from the access site. The dressing was removed and reapplied to allow the natural angle maintenance. After the patient was settled into the critical care unit, the focus was to stop the bleeding. The blue hub was advanced, sutures reapplied, thrombix applied, mattress suture added, and protamine given due to high activated clotting time (act). The next day, it was noted that there was still some oozing from the impella site, the dressing was fixed so the exit angle wasn't getting pushed down against the skin. Systemic heparin was stopped temporarily.